Event description:
It was reported that during a fistulogram procedure the catheter froze on wire. The lesion being treated was located in the left arm. Using a non-bsc guide wire, the physician attempted to advanced a 5.0 x40mm x 75cm charger balloon to the target lesion. However, the catheter was unable to advance or retract. The device were removed as a unit and the procedure was completed with another of the same device. No complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).